Event description:
The following information was provided: left hip revision for pain and instability. Cup, insert, screws, and head revised. Replaced with competitor cup and dual mobility with stryker head and sleeve.